Event description:
Pt suffering from pain in their right knee for about a year, they have had right knee arthroplasty done 15 years ago. They have been experiencing increased pain to their right knee. Pain increases when they get up from a chair. They believe their right knee has been unstable and they have fallen down a few times due to this, they believe. They have been seen and evaluated, surgery is scheduled.

Event description:
Add'l info rec'd from MFR 05/28/04: lafitt sold this device to wright medical technology inc-arlington (USA).